Event description:
On 19th november 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a crack/large scratch was observed in the centre of the optic when the iol was injected into the capsular bag. The lens was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack/large scratch was observed in the centre of the optic when the iol was injected into the capsular bag. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 075275094 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 075275094. The device was returned dehydrated in a biohazard bag. Preliminary inspection of the returned injector showed that movable flaps were securely closed, and the plunger was halfway pushed in. Provided lens was inspected under x10 magnification and found to be returned in two pieces. No signs of scratches were noticed on the surface of the lens. After the injector was fully disassembled, a cosmetic inspection confirmed that all components were undamaged. There were visible traces of ovd residue inside the injector chamber. Following this, the injector was re-assembled, and 1x rayone trifocal toric rao615z +24.50 d / +2.25 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. The product return inspection could not verify the event as reported. The lens itself was returned in two pieces; however, no scratches were identified on its surface. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design.

Event description:
On 19th november 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that a crack/large scratch was observed in the centre of the optic when the iol was injected into the capsular bag. The lens was explanted and exchanged during the original surgery session.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack/large scratch was observed in the centre of the optic when the iol was injected into the capsular bag. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 075275094 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 075275094. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.